Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and two watchman laa closure device & delivery systems (wds) were used. Initially, a 33mm wds was used. The closure device was deployed, but was caught in the pectinate, so s successful full recapture was performed. No effusion was noticed at that time. The physician then placed a 30mm device with release criteria met. No effusion was noted at the end of case 8:50am. The patient began complaining of chest pain and blood pressure dropped in post anesthesia care unit (pacu) around 9:50am. A transthoracic echocardiogram(tte) was performed which revealed tamponade. The patient was brought back to lab and chest drain was placed removing 625ml of blood. The patient was stabilized immediately, and chest drain left in overnight. The patient remained in great condition and was discharged the following day.